Event description:
In a customer experience survey, this patient reported having had a unspecified surgery and waiting for the site to heal. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. In additional follow-up, a nurse familiar with the patient reported the patient underwent placement of a pd catheter (not a fresenius product) for peritoneal dialysis. Additionally, the nurse reported the patient has since passed away due to pre-existing cardiac comorbid conditions (date unknown). The nurse confirmed the death did not occur during a pd treatment and was not related in any way to fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).